Event description:
Customer reports receiving an inaccurately high readings. Customer reported receiving a reading of 5.4 mmol/l on their freestyle flash and a laboratory result of 3.4 mmol/l obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation.